Event description:
The event is reported as: the customer alleges that when using the lma fastrach (size 4), it is difficult to place the endotracheal tube through the fastrach. The customer reports that the endotracheal tube gets stuck and catches. Another device was used. No pt injury/harm.

Manufacturer narrative:
The device sample was received by the MFR, but the investigation is incomplete at the time of this report.